Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported issue was inconclusive. The root cause of the reported issue could not be identified. The arctic sun device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse troubleshooting non recoverable alarm 64 (control processor). The arctic sun device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse troubleshooting non recoverable alarm 64 (control processor). The arctic sun device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed.